Manufacturer narrative:
Additional narrative: DHR review ¿ manufacturing location: brandywine assembly. Manufacturing date: 9/11/2002. Part #: 314.115, lot #: 4471293 - stardrive (tm) screwdriver t15. Lot was release to the warehouse on 9/11/2002. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the returned t15 stardrive was examined and the complaint condition of broken tip was able to be confirmed as the retuned driver was received missing an approximately 4mm portion of the tip. A definitive root cause was unable to be determined however the failure mode is likely due to the application of excessive forces/rough handling over 13 years in the field (manufactured september 2002). Relevant drawings for the returned instrument were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hwc. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tips broke off of a stardrive screwdriver. It was also reported the ends of a standard insertion handle are compromised (bent). The items were found after sterile processing. This is report 1 of 2 for (B)(4).